Event description:
It was reported a patient death occurred. During a watchman procedure, an unknown versacross connect kit was selected for use. It was noted a pericardial effusion occurred while going transseptal. A versacross connect was being used to perform transseptal however tenting could not be visualized. Hence, the physician used a non-boston scientific transseptal needle. There was no surgical back up and the patient just passed away. The device return is unknown.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.

Manufacturer narrative:
Updates to the initial MDR in block(s): a (patient information), b5 (describe event or problem), e1 (initial reporter title, initial reporter last name, initial reporter facility name, initial reporter address 1, initial reporter city, initial reporter state, initial reporter zip/post code, initial reporter phone, initial reporter fax) and e3 (occupation). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a patient death occurred. During a watchman procedure, an unknown versacross connect kit was selected for use. It was noted a pericardial effusion occurred while going transseptal. A versacross connect was being used to perform transseptal however tenting could not be visualized. Hence, the physician used a non-boston scientific transseptal needle. There was no surgical back up and the patient just passed away. The device return is unknown. It was further confirmed the procedure was indicated for an atrial fibrillation case. The patient passed away during the procedure. None of boston scientific products caused the event to occur. A non-boston scientific needle perforated the heart. The physician could not successfully cross with the versacross connect hence decided to pull out the non-boston scientific needle to cross and that was when the physician noted he went through the septum and an effusion occurred. The device is not expected to be returned for analysis.